Event description:
Sorin group received a report that during setup of a case, the s5 double head pump continued to run despite the stop link with the arterial pump being activated when the arterial pump was stopped. There was no patient involvement.

Manufacturer narrative:
No patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during setup of a case, the s5 double head pump continued to run despite the stop link with the arterial pump being activated when the arterial pump was stopped. There was no patient involvement. The investigation is on-going. A follow up report will be sent when the investigation is complete.